Manufacturer narrative:
Device manufacturing date is unavailable at the time of this report.a medtronic representative followed-up at the site and performed a system check-out. All areas passed and the system was accurate. No further issues reported.

Event description:
A medtronic representative reported a 5mm inaccuracy laterally that occurred mid-way through an ent procedure. Accuracy was good following registration. It was noted the head strap was tightened unevenly and once the inaccuracy occurred, the surgeon removed the band on the head strap and re-registered. Navigation was accurate for the remainder of the case, the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date provided.the software investigation was inconclusive. The exam had been deleted from the system. Unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. A medtronic representative discused several techniques to prevent head frame movement with the site staff.